Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Result of microbiological test on the subject device including culture test (provided by the user). Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu:unknown. Bacterial identification: klebsiella, pseudomonas aeruginosa, enterococci. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: swabbing distal end unit. Cfu: n. D.(= nicht durchgeführt (not done)) staphylococcus, epidermidis. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel. Cfu: 0 cfu/ml(37¿)no detection. Sampling date: (B)(6) 2025. Sampling from: sampling solution air / water channel. Cfu: 0 cfu/ml(37¿)no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 facility name:(B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The bacteria detected was klebsiella, pseudomonas aeruginosa, and enterococci. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section b5 and h4.

Event description:
The colonovideoscope also tested positive on for an unknown amount of staphylocous epidermidis.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. Updated fields: h6, h11. Correction fields: b5. The device was evaluated, during which an additional reportable malfunction was identified, including a noisy image and the presence of foreign material on the biopsy port, air/water cylinder, nozzle, scope connector suction port, body control unit, and suction cylinder. The noisy image was attributed to a defective distal end. The presence of the foreign material was confirmed; however, the root cause for why it remained could not be conclusively identified.

Event description:
Correction to b5 of follow-up report 1: the first supplemental report incorrectly reported microbiological results attributed to the customer. These results were reported in error and did not originate from the customer. The user provided third-party culture results were as follows: unspecified amount of klebsiella, pseudomonas aeruginosa, enterococci, proteus mirabilis and patoea sp.